Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer stated that the robot was not putting the sample tubes in the puck correctly. After evaluation of the device, the cse cleaned the belt and metal edges and lubricated touchpoints. The cse confirmed there was a good flow. The cse returned to the customer site and replaced the gripper sensor printed circuit board (pcb). The cause of the dropped tubes is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Sample tubes were falling from the track of an advia workcell automation system. Of the four tubes which fell, three were capped and one was uncapped and had no serum left. The customer was wearing personal protective equipment to clean the serum spill. The customer does not know if any patients had to be redrawn. There are no reports of patient intervention or adverse health consequences due to the dropped tubes.